Manufacturer narrative:
Catalog #: unknown as information was not provided by initial reporter. Exp date: unk. Implant date is unknown, however, filter was placed in 2009. Unknown as information was not provided by initial reporter. The investigation is in progress.

Event description:
Description of event according to complainant: this tulip ivc filter was placed in 2009. It was placed via femoral approach and the device did not tilt according to image provided. The thick part, or the apex, was right l1 after placement. The patient had a CT in 2010 due to periumbilical pain but did not reveal any fractures, however, an image is attached that shows one leg against the spine bone. The patient was lost to do follow up, but a filter strut fracture was found on plain film kub. The physician now says the patient has vague symptoms and also states the patient may have fallen. A final image attached to the file suggests caudal migration and separation of one of the four struts. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.